Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The products were not returned for investigation. Because not enough information were provided by the customer, the event could not be confirmed. For infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The review of the manufacturing documents (also performed by stryker limerick) clearly indicated that there is no reference for any manufacturing related root cause. In the present case the available information (provided by the customer and the lack of information in the customer infection checklist) was not sufficient enough to determine the exact root cause for the failure mode (infection). During the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
A patient look-back is being conducted for a surgery performed on (B)(6) 2012. The patient became infected with staphylococcus aureus. Two hydroset injectable bone substitutes were used during the surgery.

Event description:
A patient look-back is being conducted for a surgery performed on (B)(6) 2012. The patient became infected with staphylococcus aureus. Two hydroset injectable bone substitutes were used during the surgery.